Event description:
It was reported by the customer to philips that the device was not connecting to an epcr application. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.